Event description:
Patient presented in the ER with a dislocated bipolar right hip. Patient had index bipolar procedure on (B)(6) 2014. That procedure was necessitated by a failed synthes tfn. The spiral lag screw used in the tfn and was never placed properly in the femoral head. When it failed the lag screw cut into the superior rim of the acetabulum and surgeon thinks this likely helped cause the dislocation. Today the bipolar construct was removed and replaced with a trident multihole shell with 5 screws and a trident constrained liner. A 22mm +10 head was also used.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. It was reported that the acetabulum had been affected by a previous hip component failure. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
Patient presented in the ER with a dislocated bipolar right hip. Patient had index bipolar procedure on (B)(6) 2014. That procedure was necessitated by a failed synthes tfn. The spiral lag screw used in the tfn and was never placed properly in the femoral head. When it failed the lag screw cut into the superior rim of the acetabulum and surgeon thinks this likely helped cause the dislocation. Today the bipolar construct was removed and replaced with a trident multihole shell with 5 screws and a trident constrained liner. A 22mm +10 head was also used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.